Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that on an unspecified date, the patient experienced erratic blood glucose up to 300 mg/dl and as low as 47 mg/dl with unsteadiness when standing or walking. The patient reportedly remained on the pump. Customer technical support reviewed the pump with the reporter and found all settings and histories were correct. During troubleshooting, it was noted that when the infusion set was changed on (B)(6) 2017 the tubing was not primed, the patient was miscounting carbohydrates, and the bolus calculator feature of the pump had been overridden. The pump was found to be delivering accurately as programmed. Troubleshooting indicated use error factors had caused the alleged erratic bgs, and the patient was referred to their healthcare provider for diabetes management. The alleged elevated blood glucose does not meet criteria for a serious injury. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with use error of the pump.